Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. Clinical details states that the patient has decreased platelets function and was bleeding from all peripheral sites. The cause of the access site adverse event was patient related to the decreased platelets function and bleeding from all peripheral sites.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that the patient had decreased platelets function. No signs of hemolysis. Alanine aminotransferase was improving. The patient was bleeding from all peripheral sites including the right femoral artery (rfa) impella. The patient had known decreased platelet function. They gave a unit of platelets while on support.